Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module, three-way solenoid valve and system board were needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module, three-way solenoid valve and system board were needs to be replaced to address the issue. The system board and proportional valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and proportional valve functioned as designed and operated without issue or error codes. The solenoid was evaluated by the manufacturer's product investigation laboratory (pil) and found the solenoid valve functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module, three-way solenoid valve and system board were needs to be replaced to address the issue. The system board and proportional valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and proportional valve functioned as designed and operated without issue or error codes.